Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the pinhole rupture occurred due to interaction between the balloon material and the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the popliteal artery. A 2x200mm armada 14 percutaneous transluminal angioplasty (pta) balloon dilatation catheter (bdc) was advanced to the lesion without issue and inflated to 8 atmospheres (atm) for 120 seconds but ruptured. Another, same size armada bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.